Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted kidney reimplantation (deceased donor) surgical procedure, the user informed the technical support engineer (tse) about a repeated error c-34 while activating monopolar energy from the erbe. The tse reviewed the system error logs and confirmed the occurrence of error c-34, pointing to the hight-frequency (hf) voltage low. Prior to calling, the user had replaced the monopolar energy cable twice, but the issue persisted. The user confirmed that the erbe was connected to a dedicated ac outlet and the there were no other generators being used around the erbe. The user rebooted the erbe, but the issue remained. The user continued with the procedure using only the erbe's bipolar energy function. No known impact or patient consequence was reported.

Manufacturer narrative:
The iesu had no significant scratches or dents. The front bezel is in decent condition. The iesu was placed on golden system and was run in normal mode. C-34 error occurred during startup and mono coag activation. The unit will be returned to the original equipment manufacturer. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.